Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The device remains implanted.

Event description:
It was reported from the united states that this patient was admitted on (B)(6) 2015 with left-sided numbness and facial drooping with resolution of symptoms within approximately ten minutes. All diagnostic tests were negative. Neurology was consulted and diagnosed the patient with transient ischemic attack. The patient's international normalized ratio (inr) goals and medications were adjusted and they were discharged home the following day with symptoms completely resolved and in stable condition.